Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Left hip revision for infection. Product codes and lot codes are unavailable no further patient details are available and no previous operation record is available. Doe: (B)(6) 2020; left hip. Corail collarless stem . Cathcart spacer. Cathcart head. (B)(6) hospital.